Event description:
While placing a #12f cotrak 2 nasogastric / nasointestinal feeding tube with electromagnetic transmitting stylet and IV connector with cortrak 2 placement device, the tracing read ambiguously after multiple attempts at placement. It was noted that during the procedure the pt, whom had dementia was taking and moving requiring the procedure to be stopped and restarted several times. Staff did not trust reading and obtained an order for a chest x-ray to confirm gastric tube placement. The chest x-ray instead revealed the tube had entered the left bronchus and perforated the left apical lung. Once the perforation was identified, the tube was pulled and the pt began to quickly decline requiring re-intubation.